Event description:
It was reported, that the technician received an electrical shock when touching the power cord. At the time of this initial report a device failure cannot be excluded.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
For the investigation the respective power cord was replaced and provided for analysis. It was found that the pins of the power plug were strongly bent, most likely caused by external influences. The logfile analysis showed multiple entries regarding a failure of ac power supply, it can be assumed that this is due to the faulty power plug. As specified the device automatically switched to battery operation and generated the adequate alarms. The instructions for use states in chapter ¿for your safety and that of your patients¿ the following: ¿this publication excludes references to various hazards which are obvious to a medical professional and operator of this medical device, to the consequences of medical device misuse, and to potentially adverse effects in patients with abnormal conditions. Medical device modification or misuse can be dangerous.¿ the device meets the requirements of iec 60601-1 standard for basic safety and essential performance of medical electrical equipment and the risk of fire is minimized because the used materials are flame retardant. After the replacement of the power cord the device was tested according to manufacturer's specification and returned to clinical use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported, that the technician received an electricl shock when touching the power cord. At the time of this initial report a device failure cannot be excluded. The device has no UDI as an UDI was not required at the time the device was manufactured.